Event description:
It was reported that the device would not cross the lesion in the heavily calcified right coronary artery and that during removal of the stent delivery system from the patient, the stent delivery system (sds) balloon was inflated deploying the stent in the guiding catheter as there was a concern that the stent implant might dislodge by itself. The procedure was continued using a new sds successfully. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. Analysis of the stent delivery system (sds) noted blood on the balloon and contrast in the inflation lumen and balloon. This is consistent with preparation and handling. The stent implant was not returned and the balloon was noted to be loosely folded, consistent with the reported stent deployment. There were crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length met manufacturing criteria. There were multiple bends in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A loose/unstable stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. It is possible that during the attempt to cross, the stent interacted with the calcified lesion causing disruption of the stent (loose/unstable), although this could not be confirmed. It was not verified by the physician that the stent was actually loose on the balloon prior to deployment in the guiding catheter; however, the stent was deployed as a security measure. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for stent retention issues for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).